Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer had c-34 errors on the erbe. The technical support engineer (tse) confirmed errors in logs and asked the customer if they had any other bovie equipment that was on that may cause electromagnetic interference. The customer powered off the bovie machine but the issue remained. The tse then had the customer move the vessel sealer extend (vse) instrument to the e-100 generator and power cycle the erbe; issue remained. Prior to calling in, the customer had replaced the energy cable and tried both ports. The customer then tried another instrument but issue remained. The tse suggested continuing with only bipolar energy if possible or to bring in another vision side cart (vsc). The surgeon elected to continue without monopolar energy. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-34 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Fa found error c-34 in the logs. The unit was placed on an in-house system and was run in normal mode.